Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer's originally reported issue of an e315 scope error was not confirmed. The following additional findings were also noted: assorted dents, chips, scratches, dirty components due to water intrusion, loss of water tightness due to deformation of the scope cover unit, and wear of the angle wire resulting in the bending angle in the up direction not meeting the specified value. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The reported issue could not be reproduced upon inspection of the device. It was verified that the device met specifications and required functions. The root cause of the subject event was therefore unable to be specified. This issue is addressed in the instructions for use (IFU): ¿chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system¿ [inspection of the endoscopic image] 1. Observe the palm of your hand using the wli and nbi endoscopic images (except bf-mp290f). 2. Confirm that light is output from the distal end of the endoscope. 3. Adjust the brightness level as appropriate. 4. Confirm that the wli and nbi endoscopic images (except bf-mp290f) are free from noise, blur, fog, or other irregularities. 5. Operate the up/down angulation control lever slowly in each direction until it stops. Olympus will continue to monitor the field performance of this device.

Event description:
A distributor reported on behalf of the customer that their evis lucera elite bronchofibervideoscope displayed an error e315. There were no reports of patient or user harm associated with this event.